Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the as received components were each visually inspected for signs of damage. The femoral component showed bone and bone cement adhesion to all the bone contacting surfaces. Damage was observed on the sides of the articular surface as well as burnishing on the articulating surface of the medial and lateral condyles. This damage was likely due to contact with the tibial baseplate. The tibial insert showed damage to the articulating surface as well as the inferior surface of the insert. The posterior lock was damaged and worn through on the medial side. The damage observed on the posterior lock regions suggests the insert may not have been fully engaged into the shell. No material or manufacturing defects were observed during this investigation. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause of the reported revision was most likely the disassociation or breakage of the articular poly-insert from the tibial baseplate with subsequent medial articulation of the femoral component onto the tibial baseplate; however, the root cause of the disassociated poly could not be definitively concluded. The patient impact beyond the reported events and revision procedure could not be determined. No further medical assessment could be rendered at this time. Although the product evaluation is pending at this time, should the product evaluation reveal pertinent findings and/or additional clinical data becomes available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that a revision surgery was performed due to a poly fracture. Poly is broken medially and dislodged. The patient outcome is unknown. No additional information was provided at this time.